Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verioiq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began in the morning, approximately week prior to contacting lfs for assistance. She reported that she tested on the subject meter 2-3 days after getting it and noticed her readings were higher than normal. She also reported testing on the subject meter and observed a reading of ¿6.2 mmol/l¿ as compared to another meter¿s result of ¿3.2 mmol/l (ultra2)¿ performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient manages her diabetes with self adjusting insulin (unknown type/dose) and reported that prior to and after testing on the subject device she was ¿feeling weak and feeling faint.¿ she reportedly self-treated with milk and a cheese sandwich on (B)(6) 2013. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were not expired/stored incorrectly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor did she administer in appropriate treatment based on the meter result. However, this complaint is being reported because the subject meter did not meet lfs¿ criteria for accuracy.

Manufacturer narrative:
Follow-up # 2 ¿ (08/29/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.